Manufacturer narrative:
The investigation into this complaint is underway and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.